Event description:
It was reported that the patient underwent an open ventral hernia repair procedure (B)(6) 2009 and mesh was used. The patient experienced a recurrent hernia on an unknown date and the recurrence was confirmed by the physician in (B)(6) 2010. A reoperation was performed on an unknown date. The patient reported having no pain and was not currently taking any medication.

Manufacturer narrative:
(B)(4). Hernia recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01071. The same patient is represented in each medwatch.